Event description:
The dental implant fx6010swc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month and 13 days after implantation. The patient has no significant medical history. The patient required another surgical intervention.